Event description:
It was reported the right ventricular lead exhibited high impedance. The patient condition was unknown. No further information was reported on this event.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Correction: please retract this report 2017865-2022-50969, the same issue was previously reported as 2017865-2023-00177.